Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the one of two flexiva 200 laser fibers used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation, the laser fibers were noted to be broken upon removal from the hoop packaging. The procedure was completed with a third flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.